Event description:
The customer reported the visera elite ii video system center touch screen panel is working intermittently. The event occurred during routine inspection and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon ¿touch panel is working intermittently¿ was not confirmed. There was no abnormality found in the subject device except the appearance, and the device worked normally. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Other incoming inspection findings were as follows: minor corrosion on the rear panel, minor scratches on the top cover, and minor scratches on the front panel were confirmed. Olympus will continue to monitor field performance for this device.